Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water would not go into the balloon after inserting it into the patient. The catheter was inserted into the patient after surgery for drainage.

Manufacturer narrative:
Received 1 used catheter for evaluation. The exterior of the sample was visually inspected and did not find any evidence of a failure that would support the reported event. During the functional testing, using a lab syringe, the balloon was inflated with 30cc water and found the balloon inflated easily. Unable to duplicate reported event. Therefore the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the water would not go into the balloon after inserting it into the patient. The catheter was inserted into the patient after surgery for drainage.